Manufacturer narrative:
The thermogard xp ivtm console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
During ivtm therapy, the thermogard xp ivtm system (sn: (B)(4)) displayed mid:11 (post nvram) error message. Another ivtm system was used to complete the patient treatment. No consequences or impact to patient.